Event description:
It was reported that "both tips of screwdriver were broken while trying to tighten screws into a locking plate."

Manufacturer narrative:
Additional information has been requested, and if received, will be reported on a supplemental report. Add'l lot# n27215.